Manufacturer narrative:
Further investigation need to be conducted.

Event description:
When measuring blood samples on an blood gas analyzer, too high na values were obtained for two patients (compared to measurements conducted on a reference device). No quality check warning was issued. Based on the results treatment was initiated on one of the two patients. The treatment was stopped when reference measurements on another device showed the values to be normal. There has been no information of serious injury in the reported information.